Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the left femoral artery in an 87-year-old male patient to provide hemodynamic support during transcatheter aortic valve replacement (tavr). Following removal of the impella cp, two perclose closure attempts were unsuccessful. Ongoing bleeding from the femoral access site required prolonged manual pressure. Laboratory evaluation demonstrated a two-point drop in hemoglobin, and the patient received two units of red blood cells. Hemostasis was ultimately achieved with manual pressure. The impella cp will be coded for major bleed, blood transfusion, and surgical intervention. The access site bleed is listed as a potential adverse event and is consistent with known device-related and patient-related factors documented in the instructions for use (IFU), including anticoagulation and purge requirements associated with impella support.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: major bleed/access site adverse event: the cause of the access site adverse event was user related due to failure of perclose. Device history lot: device lot: 1924856. Device history batch: subcomponent lot: n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.